Event description:
It was reported the patient received multiple high voltage therapies. The physician told the patient that the device could be detecting the fast heart rate during exercise as vt/vf, resulting in inappropriate therapies. No further information is available.

Manufacturer narrative:
(B)(4).